Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, left upper and lower limb paralysis occurred and cerebral infarction was diagnosed. Intravenous tissue plasminogen was administered; however, the paralysis did not improve. Rehabilitation therapy was performed. Two days post-implant, acute kidney injury, pulmonary congestion, and pleural effusion accumulation were noted due to renal failure. A diuretic was administered. It was noted the patient¿s symptoms gradually improved. Nine days following the valve implant procedure, the patient developed fever of 38 degrees, antibiotics were administered. Following the blood culture, corynebacterium jeikeium was noted and viral culture medium initiated. Endocarditis was ruled out. Two days later, bacteremia was confirmed. It was reported the patient was admitted on four separate occasions, sometimes requiring a prolonged admission. Subsequently, eleven days post-implant, the patient was transferred to a rehabilitation hospital and was reported to be recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Patient codes ime/annex e0611, device codes fdd/annex a a01, additional codes: imf/health impact codes f02, f2203, f2204 the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that 1 month and 21 days following the implant of the valve, blood was observed in the patient¿s stool. Endoscopic examination was performed, and the patient was diagnosed with a rectal ulcer. Hemostasis was subsequently performed with a clip. 2 months and 12 days following the implant of the valve, the patient was hospitalized due to enterococcus and worsening heart failure. A blood culture was performed that revealed no bacteria. Infectious endocarditis was suspected so a transesophageal echocardiogram (tee) was performed, but it was negative. Pharmacotherapy was provided in accordance with the infectious endocarditis because slight accumulation was observed on positron emission tomography (pet) scan and the patient improved. 2 months and 18 days following implant, the patient was hospitalized due to pleural effusion on both sides, and b-type natriuretic peptide (bnp) increase. The patient was transferred from rehabilitation. 3 months and 6 days following the implant of the valve, the patient was diagnosed with pseudomembranous enteritis during hospitalization. Oral administration of antibiotics was provided and the patient improved. 4 months and 1 day following the implant of the valve, the patient developed a fever and was diagnosed with covid-19. No pneumonia was observed, and the patient progressed. Additionally,the patient was scheduled for an appointment but did not show up. It was reported that 7 months and 5 days following the implant of the valve, the patient died. The cause of death was unknown. Per the physician, it was unknown if the valve and the valve implant procedure caused or contributed to the death.